Event description:
On (B)(6) 2022, rayner received a product return from a UK healthcare facility without an event description. Product inspection identified that the lens was cut in two, consistent with having been explanted from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The product was returned to rayner cut in two, without any further description. No injector was included with the return. The damage observed to the lens is consistent with the lens being cut into two to aid lens explantation. No further testing of the device was possible due to the damaged nature in which it had been returned. The reason for the lens explantation could be established from the inspection performed. No further information has been received from the healthcare facility. "Iol replacement/extraction" is listed in the "adverse events" section of the rayone hydrophilic preloaded iol IFU. Our review of production records for the rayone aspheric rao600c 082197897 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c 082197897.